Event description:
It was reported the patient had a loss of therapeutic effect and the patient felt more shake the day of this report. A problem with the patient programmer was reported and the patient was not able to change stimulation. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the cause of the event was determined and it was not device related. There was a patient education with operating the patient programmer. There were no other malfunctions and reprogramming was not needed. The patient had a 50 percent or greater symptom reductions and they had recovered without permanent impairment.

Manufacturer narrative:
Concomitant products: product ID: 3387s-40, lot# v460688, implanted: (B)(6) 2010, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. (B)(4).